Manufacturer narrative:
Visual evaluation of the returned device found the brush handle in the retracted position, but the brush was missing (it was likely removed by the customer in order to obtain the biopsy sample). The pull wire would extend and retract when the handle was actuated; however, resistance was felt. The blue seal cap was removed and heavy residue found in the inner diameter of the plastic and metal stop washers, which likely caused the difficulty actuating, and the pull wire was found to be kinked at the distal end of the handle cannula. Finally, the device was inserted into a scope, where the same amount of resistance was felt during actuation both when the scope was straight and fully deflected. The condition of the returned device was consistent with the complaint that the brush was difficult to extend and retract; the complaint was confirmed. The reported failure is likely attributable to operational context. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is (B)(6). (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the brush was extremely difficult to extend and retract, and a grinding sound could be heard when the handle was actuated. The device had been inspected prior to use and no bends or kinks were noted in the plastic sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the brush was extremely difficult to extend and retract, and a grinding sound could be heard when the handle was actuated. The device had been inspected prior to use and no bends or kinks were noted in the plastic sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.